Event description:
Information received notes that the patient presented to the emergency room with syncope. Interrogation revealed <250 ohms impedance for both channels. Battery data was 2.71v, 25ua, and <1 kohm. When the device was programmed to uni- polar, lead impedances were normal but the battery data changed to 2.34v, 27ua. After programming back to bipolar, impedances and battery data appeared normal. The device was replaced due to the patient's pacemaker dependency.